Manufacturer narrative:
Product complaint #: (B)(4). UDI: (B)(4).

Event description:
It was reported by sales rep via complaint submission tool that during a meniscal repair, three truespan meniscal repair system peek 12 degree fail to perform suture. The needle was inserted into the meniscus and the first point was made and it worked well, the second shot was made and the point did not come out of the needle, it was stuck and for this reason the points were lost. There were more units available to complete the surgery with success. No surgical delay or patient consequences reported.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. D10, h3, h6: the actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: according to the information provided by sales rep via complaint submission tool that during a meniscal repair, three truespan meniscal repair system peek 12 degree fail to perform suture. The needle was inserted into the meniscus and the first point was made, and it worked well, the second shot was made, and the point did not come out of the needle, it was stucked and for this reason the points were lost. Three devices were received and evaluated. Visual observations reveal that the implants were not within the needle shafts assembly. The first device, was received without physical damages. On the second device, when test its functionality, it was observed that the trigger was loose, in that there was no tension on the handle from the spring. The device was opened to review the internal components. As result, the trigger was found broken and disconnected from the latch and from the return spring. The third device, was received without physical damages. The functional test didn't performed due to the implants were not within the needle shafts assembly. The complaint cannot be confirmed. In this moment and with the information provided we cannot discern a root cause for the reported failure. A manufacturing record evaluation was performed for the finished device lot numbers: 4l95700, 6l36268 and 5l45055, and no non-conformances related to the reported complaint condition were identified. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.